Event description:
Reporter alleged obtaining discrepant blood glucose values of 188 mg/dl back to back with a result of 597 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were taken or treatment was reported. A request had been made for the return of the suspect product and replacement product had been sent.